Event description:
The customer reported that her blood glucose rose to 19 mmol/l (342 mg/dl) and that the needle never retracted.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and properly retract the needle or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.